Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to high impedance. A new lead was successfully implanted. The cause of the high impendence is unable to be determined. No additional adverse effects were reported.